Event description:
It was reported that the patient's generator was interrogated and a burst watchdog timeout warning presented indicating that the generator had reset. The physician was then instructed on the manufacturer's recommendations per labeling on how to program the device to avoid burst watchdog timeouts. The settings were then adjusted to avoid burst watchdog timeout events in the future.